Manufacturer narrative:
Evaluation: no product or x-rays were returned for review. Device history records are intact and conforming, indicating the device was manufactured to specification.

Event description:
It is reported by patient's counsel that patient underwent a left total knee replacement in 2000. In 2004, the patient underwent revision whereas, the polyethylene insert was replaced.